Event description:
The reporter indicated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to excessive vaulting. The lens was exchanged for a shorter lens.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method(other): medical review. Results(other): per medical review - reportedly micl was explanted/exchanged for a shorter lens ten days postoperatively to address "excessive vaulting". No reported postoperative sequelae. Dfu instructs physicians how to choose a proper lens under "visian icl length determination: during the u.s. Multi-center clinical study, sizing of the visian icl myopic lenses (12.1 to 13.7mm) was determined by the horizontal white-to-white and the anterior chamber depth (acd) measurements". Given the information that shorter lens was used as a replacement it is very likely that the patient related factor (anatomy issue) or procedure related factor (calculation error) have caused/contributed to the event. Visual inspection of the returned product found one haptic torn. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Conclusions (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4)

Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of dark surgical residue on the lens surface. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).